Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting treatment with a polyflux 140h, an external dialysate leakage from the header on arterial side was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The device was received for evaluation. The visual inspection by naked eye of the product shows the product contaminated. Leak testing of the dialysate side was performed, and a leak was found. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.